Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated she it had been in the 300 and 400 mg/dl range. The customer inquired about how long the reservoir could be used and reported that she changes the reservoir every 5 days and the site doesn't absorb insulin. She stated she had never had site infection. Troubleshooting was not performed. The product was not returned for analysis.